Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400-500 mg/dl and that the insulin pump alarmed loss of communication. The customer had symptoms such as irritability, bodily aches, and insomnia the customer treated with manual injections. The customer¿s blood glucose level was 130 mg/dl at the time of the call. The customer did not provide information on events leading up to the incident. The insulin pump was not in auto mode at the time of the incident. Troubleshooting was performed and a complete reservoir and infusion set change resolved the issue. The product will not be returned for analysis.